Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. The ipp was removed and replaced with a malleable tactra penile implant. No information about the patient's outcome was provided. Additional information received. The previous ipp was removed at a different date due to erosion. Patient wanted placement of malleable penile implant.